Event description:
Customer reported that the numbers began to scroll without input during a bolus and that the insulin pump had alarmed for a button error. The blood glucose reading was 108 mg/dl. Customer could not recall any significant event leading to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.